Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# rf8t50lzn5w implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that they went in for a pump refill yesterday and stated that their personal therapy manager (ptm) device gets really slow. Patient stated that it was difficult to pick up the pump, and when connected, it takes twice as long to run. Patient also stated that they were advised by the healthcare provider (hcp) staff to call patient services. Patient commented that it takes a while for the handset to turn on. Agent reviewed data and assisted the patient in deleting the data. Patient was able to connect to the pump without any lag and commented that it was a lot better. For the event date, patient stated probably a month, 6 weeks ago but was unsure of the exact date.